Event description:
A patient was admitted to the emergency room with the chest pain and hyperglycemia. Around 8am, the patient's blood glucose read 447mg/dl. The customer's blood glucose was tested at 4:20pm with a result of 546mg/dl, a lab test was done at 4:46pm with a result of 309mg/dl. Customer stated that controls were shifting up. No treatment was given based on the device results. A request was made for the return of the suspect device and replacement product was sent.